Manufacturer narrative:
Unit had a broken battery tube threads, missing retainer, missing reservoir tube o-ring, minor scratched display window, cracked display window, scratched case, cracked case at battery tube side extending to the display window, pillowing keypad overlay, cracked keypad overlay at the select button and a fading/peeling end cap address label. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the battery compartment was cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.